Event description:
On (B)(6) 2016, the lay user/patient's relative contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2016 before 8:00am. The reporter informed the csr that the patient manages her diabetes with oral medication, diet and exercise and claimed the patient did not make making any changes to her usual diabetes management regimen in response to the alleged issue. The reporter stated that an unknown time after the alleged issue began the patient developed symptoms of feeling "dizzy and lightheaded". The reporter denied the patient received any treatment in response to the symptoms. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr was unable to walk the patient through a retest and the alleged issue remained unresolved. Replacement products were provided to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' serious injury criteria, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.